Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a subtotal gastrectomy, the surgeon was able to press the green button, but was not able to squeeze the handle. The device did not fire. The device was pre-fired. Another device was used to resolve the issue. The device was not used on the patient. There was no patient injury.